Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited infection. The rv lead was explanted. The patient was stable.

Manufacturer narrative:
Additional information: b5.

Event description:
New information indicates that the infection was not alleged to be due to an abbott product or procedure.